Manufacturer narrative:
(B)(4) follow up report for additional information and correction. Customer provided material number and address. The identified material # 302631 is exempt; this device is manufactured in a facility that does not manufacture devices for the us market, this device is sold outside of the us and is not similar to a bd device registered or sold in the us.

Event description:
Additional information provided by customer, including product code 302631 and address.

Event description:
It was reported that the bd syringe plunger rod was broken / damaged. The following information was provided by the initial reporter translated from portuguese to english: defective 5ml syringes/plunger breaks during application of injectables.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.